Event description:
It was reported that this right atrial lead exhibited noise and pace impedance measurements of greater than 2000 ohms, resulting in a lead safety switch. Boston scientific technical services discussed programming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).